Event description:
The patient was implanted with a siltex spectrum post-operatively adjustable mammary prosthesis on 8/19/97. Subsequently, the patient experienced an infection. The device was removed on 10/10/97.